Event description:
It was reported by repair work order that the mattress had a hole in the cover and top surface, resulting in possible fluid intrusion. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.